Event description:
On (B)(6) 2013, had a right side inguinal hernia surgery and had a bard 3dmax mesh implanted due to a small hernia. I do lifting at work and wanted to be healthy and continue to do abdominal sit ups to stay in shape and looking nice. Had terrible pain from day one and made several calls to the surgeon and was told it was probably nerve pain. One week later had huge hematoma which lasted 6 months or longer. Had a mesh migration into my abdomen and horrible pain. In (B)(6) 2014, told mesh was out of place (up to that point doctors kept telling me it was in place) and had surgery to remove mesh in (B)(6) 2014. Have chronic pain in surgery site (mesh site) currently and disfigurement. I believe the mesh migrated in the first week post op. This has all but ruined my life.